Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, with an episode of non-sustained rv oversensing, lead dislodgement was suspected. Patient came to the clinic for follow up visit, lead sensing issue and impedance issue was suspected due to lead dislodgement. The device recorded ventricular tachycardia and ventricular fibrillation episodes were due to lead noise. Lead dislodgement was confirmed via chest x-ray and it suspected for the lead dislodgement to be due to the patient having twiddler¿s syndrome. Patient went to electrophysiologist lab for pocket revision. Lead was explanted and a new lead was implanted on the right ventricular septum. Measurements were stable post-surgery. Patient was stable during and post procedure.